Event description:
It was reported that intermittent occlusion alarms occurred. System check was being performed by tandem technical support; however, the customer was unable to complete the check at the time of report. Reportedly the customer would resume insulin delivery, however manual insulin therapy is available if needed. The customer's blood glucose level was 327 mg/dl,

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.